Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was not impacted. The contact declined to perform a system check with tandem technical support; however, would change out the customer's infusion site.

Manufacturer narrative:
Additional information received indicated that the contact changed the customer's cartridge, tubing and infusion set which resolved the occlusion problems as the boluses were completed successfully. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.